Manufacturer narrative:
Pt pendant plugged in incorrectly.

Event description:
It was reported by service report that the siderail controls were not functioning properly. No pt involvement or adverse consequences are reported.